Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver charged and will boot: but was perpetually rebooting. The receiver case was opened and download log was retrieved. The complaint was confirmed for receiver cease to function due to receiver perpetually rebooting and firmware error was found on incident date.. The reported event that the receiver ceased to function was confirmed. Root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver ceased to function. No additional patient or event information is available. No data was provided for evaluation. The receiver has been received for evaluation. A follow up report will be submitted upon completion.